Manufacturer narrative:
Returned device was received in decent physical condition. There was noted wear and tear damage to the water tank cover and line cord. During the evaluation of the device, the leaking and digital read out issues were confirmed. The pcb was found to be damaged and so was the water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking and there was damage to the digital read out. There were no reported adverse events.